Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES was not receiving power. The power cable and wall outlet were changed with no result, indicating a hardware issue.As per part investigation, it was determined that the root cause was attributed to a damaged ASSY CBL PYXIBUS 6 DRAWER (PN 120547-01). The cable exhibited exposed copper strands, which led to the observed thermal damage. This condition compromised the functionality of the drawers and resulted in the station not receiving power. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 11-JAN-2022 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE SYSTEM HAD A POWER SUPPLY ISSUE. A FIELD SERVICE ENGINEER VERIFIED THE ISSUE AND FOUND THAT THE STATION WAS PLUGGED INTO A POWER OUTLET BUT WOULD NOT POWER ON AND CHECKED ALL CABLES AND CONNECTIONS, THEN DISCONNECTED ALL OUTPUTS FROM THE POWER SUPPLY AND TESTED THE UNIT. THE POWER SUPPLY POWERED ON CORRECTLY AND DISCONNECTED ALL PERIPHERAL UNITS WITH NO CHANGE. UPON CHECKING THE MAIN PYXIE BUS CABLE, FOUND VISIBLE DAMAGE AT DRAWER 6 WHERE A ROUGH EDGE ON THE BACK OF THE DRAWER HAD REMOVED AND IDENTIFIED THAT THE CABLE SHEATHING CAUSING THE UNIT TO GROUND OUT AND CREATE A THERMAL EVENT. REMOVED AND REPLACED THE PYXIE BUS CABLE TO RESOLVE THE ISSUE AND INSPECTED DRAWERS 5 AND 6 FOR FURTHER DAMAGE, BUT NONE WAS FOUND. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER HAD REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES WAS NOT RECEIVING POWER. THE POWER CABLE AND WALL OUTLET WERE CHANGED WITH NO RESULT, INDICATING A HARDWARE ISSUE. HOWEVER, THERE WERE NO DELAYS OR ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of "[DoD]" ES - Power Supply Issue was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to Work Order (b)(4), the Field Service Engineer (FSE) verified the issue and found that the station was plugged into a power outlet but did not power on. The FSE inspected all cables and connections, disconnected all outputs from the power supply, and tested the unit. The power supply powered on correctly and disconnecting all peripheral units did not resolve the issue. Upon inspecting the main Pyxibus cable, the FSE found visible damage near Drawer 6, where a rough edge had worn away the cable sheathing, causing the unit to ground out and resulting in a thermal event. The FSE replaced the damaged Pyxibus cable and inspected Drawers 5 and 6 for additional damage but found none. The FSE then performed power module and drawer tests using the test application and confirmed that all components functioned properly without any issues.During DCHU Visual Inspection: PN 121085-01: The inspection revealed multiple localized areas of mechanical damage consistent with cable pinching/compression. The insulation was breached, exposing copper strands, with burn marks evidence of thermal damage. During DCHU testing: PN 121085-01: No testing was required due to evidence of exposed copper strands with burn marks, consistent with associated thermal damage. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint, "[DoD]" ES - Power Supply Issue was attributed to a damaged ASSY CBL PYXIBUS 6 DRAWER (PN 120547-01). The cable exhibited exposed copper strands, which led to the observed thermal damage. This condition compromised the functionality of the drawers and resulted in the station not receiving power.